Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities, that could have contributed to the reported condition. Functional testing including leak, clear passage, and clamp function testing were performed, with no issues noted. The reported condition was not verified. A batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2020. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked from an unspecified location; further described as ¿somewhere along the transfer set, there was a slow leak.¿ this occurred when the patient flushed the catheter using a syringe filled with normal saline solution. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.